Event description:
It was reported that a user experienced a gradual rise in blood glucose to a peak of 216 mg/dl for approximately 1.5 hours while using an ilet system, without alerts or symptoms, and without recent food intake; troubleshooting included sensor verification counseling, glucometer verification recommendation, infusion set inspection and replacement with a teflon inset, tubing drop test, confirmation of an unbent cannula, and reuse of the existing cartridge with resumed insulin delivery after site change. Symptoms included no clinical manifestations reported. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included user interview, review of reported pump use and infusion set function, and guidance on verification of sensor readings against a blood glucose meter. Investigation of this case revealed no device malfunction, no occlusion observed, and no mechanical defect identified with the infusion set or tubing, with the cause of the transient hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.